Manufacturer narrative:
Results: upon inspection, it was noted that the inner cannula had broken off at the entrance to the handle assembly. The cause for this damage could not be determined. The portion of the inner cannula that had broken off was not included with the returned device, so further analysis could not be performed. Therefore, a definitive root cause could not be established. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that upon removal of the atec device for breast biopsy, the physician noted "the metal end, (inner cannula), was no longer attached to the hand piece." The metal piece was found "on the outside of the first tissue marker device". There was no injury to the pt and she was discharged home.